Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a power usage issue. Customer was shipped a battery cap but the pump still goes from 3 power bars to nothing in 1 day. Customer's blood glucose was 85 mg/dl at the time of the incident. Customer found that the battery compartment and spring were corroded. Customer mentioned that she also had a blank display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was tested with a new battery cap and no blank display was noted. However, corroded battery tube springs were noted during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.